Event description:
The patient reported he noticed this morning that the screen of his insulin infusion device is missing segments. He stated he could not see the clock or the amounts clearly. The patient stated he has switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.